Manufacturer narrative:
Device sample was returned for manufacturer analysis. Four (4) sealed lenses were returned to the manufacturer in unused condition. One (1) lens was evaluated for surface quality and prescription as well as physical properties of base curve, diameter, and center thickness. Solution from the contact lens packaging was measured for ph level and osmolarity. All parameters and measurements were within manufacturer specification. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or non-conformances were found and no trends were identified. The device(s) involved in the incident were not returned for manufacturer analysis. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. Note: as this incident involves both right and left eye and patient was using a different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2024-00026 for second associated incident report.

Event description:
This incident was reported by the eye care provider's office to the manufacturer. It was reported that patient was diagnosed with unspecified eye infections in both eyes (ou) while using contact lenses. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown including the type or nature, severity, treatment, and outcome of the alleged infection. This event is being reported in an abundance of caution due to the allegation of ocular infection without supporting information and potential for serious injury associated with ocular infection. Should further information become available, a follow-up report will be submitted as appropriate. As this incident involves both right and left eye and patient was using a different device model in each eye, please refer to linked manufacturer report (B)(6) 9614392-2024-00026 for second associated incident report.